Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the display screen was dim/faded/discolored. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The one touch ping insulin pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.